Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because no lot information was provided. Based on available information, the cause of the reported slda and heart failure were unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effects of heart failure and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date the patient presented with functional mitral regurgitation (mr) in the united states of america for a mitraclip procedure. One mitraclip was implanted. On (B)(6) 2024, the patient presented with grade 4+ functional mr and an enlarged atrium. The patient was hospitalized in mexico for heart failure symptoms. A single leaflet device attachment (slda) was noted, and the anterior leaflet was detached. Surgical intervention is being considered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.